Manufacturer narrative:
The device was returned to animas. The pump exhibited corrosion under all button contacts when the keypad was removed. Moisture was found inside the pump and the pump did not boot up. Therefore button functionality could not be tested.

Event description:
It was reported that the keypad buttons were difficult to push and not activating pump functions when pressed. The user could not clear the "verify" screen.